Event description:
Hosp filed MDR uf report. Craniotome foot plate broke into 2 pieces. One piece was removed but the other retained. The retained portion was recognized by MDR / skull x-ray. The next day, the pt was returned for a very difficult removal. The pt was discharged home and is recovering well.

Manufacturer narrative:
Device evaluated at user facility.